Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient's wife reported high pressure alarm and was unable to flush the tubing. The patient had seen the physician and completed an x ray. It appeared the intestinal tube was in knots and was uncertain where the tip of the j tube was. The patient was constipated. The intestinal tube was replaced on (B)(6) 2016. It was unsure if the tubing was actually knotted, but after it was replaced, there have been no further issues with flushing the tubing, and the patient seems to be responding better to the medication than prior to the tubing issues.

Manufacturer narrative:
(B)(4). Subsequent to the submission of the initial medwatch report, it was noted that date received by MFR was inadvertently omitted. Corrected data can be found in date received by MFR.